Event description:
The patient received a medpor mandible and chin implant using intraoral procedure with the incision on the external side of the mouth. The patinet received antibiotics and the implant was secured with a screw fixation. The patient developed an infection within two weeks of the procedure. The infection was treated and the implant was salvaged. The patient went for one an one half years before developing an infection in the manible and the tail portion of the chin implant were removed. The patient responded well to the antibiotic treatment after the procedure. The doctor stated that the infection did not look new, but was extremely brown and appeared to have been there for some time. The patient had recently had a deep cleaning done on his/her teeth. There was no evidence of penetration through the skin.